Event description:
Olympus (omsi) was informed that the customer visera elite ii video system center was recently repaired for a white balancing error and is giving more problems; ¿image is coming up yellowish after white balancing, light auto function is not working (+6,7,8modes).¿ the problem was found during preparation for use of a laparoscopic cholecystectomy. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus repair. The service evaluation confirmed the customer¿s reported problem as the auto brightness is not working (+6,7,8modes) due to the wrong setting of the iris sensitivity. The iris sensitivity was found on the low mode, however, after changing from low to high more, it is working appropriately. The yellow-colored image could not be confirmed. Additionally, there are minor cosmetic scratches on the top cover, front panel and rear panel. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no dev iations that could have caused or contributed to the reported issue. Based on the results of the investigation, its likely the reported event (auto dimming does not work) was due to improper color setting. The root cause of this evet was unable to be identified. Olympus will continue to monitor field performance for this device.